Event description:
It was reported that during device changeout due to normal eri, high shock voltage lead impedance was observed. A suspected insulation anomaly was noted near the connector pin. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 24.3cm was returned for analysis. External insulation abrasion was found at 15.8-16.0cm from the connector pin, consistent with lead frictionto the ICD can. The etfe coating was abraded at the same location.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.